Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint was reported under report number 3006260740-2018-01621 regarding a implanted port device. Upon receiving additional information about the event, it was determined that the product involved was a port access needle and not the implanted port. This report is a follow up to report number 3006260740-2018-01621 providing the correct device information. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient allegedly experienced an allergic reaction from the needle where the port access site was. The allergic reaction allegedly occurred after de-accessing the port. It was further alleged that the patient was given a steroid shot as well as steroids pills for two days. In addition, asthma medication was taken by the patient as asthma was triggered by this event. The patient status is unknown.